Manufacturer narrative:
Device problem code should be a1006 and not a1009 as initially reported the burn damage on the radio printed circuit board identified during evaluation was determined to be caused by fluid ingress. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The fluid ingress likely occurred due to excessive wetting or lack of drying during the cleaning process which allowed the moisture to get into the battery either through the case seam or around the contacts. The spectrum v8 operators manual indicates for cleaning: do not spray solutions directly on the battery module or the exposed battery terminals and dry the battery module thoroughly before replacing into the pump. The battery module was determined unserviceable for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 08/10/2021.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a burnt battery printed circuit board during testing. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery b/g, the device had a burnt printed circuit board. No additional information is available.